Manufacturer narrative:
The power plug was removed and the wires were trimmed back to remove exposed wiring. The power plug was resecured and returned to service.

Event description:
It was reported that there were wires exposed on the power cord near the plug. This was discovered during routine maintenance. There was no pt involvement or adverse consequences related to this event.